Event description:
During implant procedure, r wave amp variation and inadequate capture were observed on the right ventricular lead following successful implant. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.